Event description:
Subsequent information received reported that the patient did not have meningitis and was administered perioperative antibiotics. The patient symptoms included redness, swelling, drainage, pain, and incisional wound opening. The primary location of infection was the device pocket. A culture was obtained from the pocket and corynebacteruim was found. The treatment included oral antibiotics along with total device system explant. The patient outcome was reported as infection resolved.

Event description:
It was reported that when the hcp took the staples out of the patient's implant he found it was not healing properly. There was an infection at the pocket site, including swelling and pus. The system was removed and the hcp instructed the patient to clean the area with peroxide three times a day. The hcp looked at the pocket site and suggested it be replaced one month later. The manufacturer's device registry showed that the patient was re-implanted on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v876575 implanted: 2012-(B)(6) explanted: 2012-(B)(6); programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4)